Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) did not disconnect at any time prior to the alarm. All of the bags were properly spiked and connected. The extension lines were not used. There were not any open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarm. The care giver (cg) had already cycled the power twice and had the hp back to initial drain with the same set up. The tsr ended therapy and again explained the air alarm. The tsr told the cg that new supplies had to be used and the renal nurse should be notified about the alarm. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.